Event description:
User experienced 3 patient samples with discrepant potassium results between 2 different methods as follows: sample 1, initial result 4.69 mmol/l, repeat using different method 5.4 mmol/l. Sample 2, initial result 3.33 mmol/l, repeat using different method 4.5 mmol/l. Sample 3, initial result 3.93 mmol/l, repeat using different method 4.6 mmol/l. If additional information is received, appropriate notification will be provided.